Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-mar-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. On or about (B)(6) 2013, she returned to the implanting doctor for an ultrasound to confirm placement. The ultrasound showed that the bilateral coils were properly placed. This was also confirmed by an hsg (hysterosalpingogram) test approximately 3 months after implantation. The hsg test also showed bilateral occlusion of the fallopian tubes. After being implanted with essure, the plaintiff could feel the coils in her body, and began experiencing pelvic pain. At that time she thought it was normal as scar tissue was forming around the coils. Thereafter she began experiencing worsening symptoms including more severe pelvic pain, dizziness, fatigue, brain fog, and discomfort during sexual intercourse, bleeding after sexual intercourse, lack of periods, bloating, chronic cervical inflammation, vitamin d deficiency and other symptoms on or about (B)(6) 2014, the plaintiff underwent a second transvaginal ultrasound due to her worsening symptoms; the ultrasound showed an ovarian cyst on right side. On or about (B)(6) 2014, she underwent a third ultrasound which showed the ovarian cyst seen on the previous ultrasound had disappeared. However her symptoms remained. On or about (B)(6) 2014, she underwent a diagnostic pelvic laparoscopy due to ongoing pelvic pain. On (B)(6) 2014, the plaintiff underwent a total hysterectomy to remove the essure coils. As a proximate result of the essure defective condition at the time it was sold, the essure coils implanted into plaintiff caused her to suffer excessive bleeding during her menstrual cycle, a constant burning sensation, pain, bloating, hives, severe abdominal cramping and extreme tenderness in her pelvic area associated with the sensation of the presence of a foreign object, leading to plaintiff to undergo a laparoscopic salpingectomy and hysterectomy. Company causality comment:this is a non-medically confirmed spontaneous case report under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and began experiencing pelvic pain among other non-serious events. Approximately a year later, she underwent a total hysterectomy and bilateral salpingectomy to remove essure coils. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case the pelvic pain started after essure insertion and also that no alternative explanation was provided, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information from 18-apr-2016: quality-safety evaluation of ptc. (B)(4). For cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and began experiencing pelvic pain among other non-serious events. Approximately a year later, she underwent a total hysterectomy and bilateral salpingectomy to remove essure coils. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case the pelvic pain started after essure insertion and also that no alternative explanation was provided, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain / extreme tenderness in her pelvic area/ pain /pelvic pain(right side of pelvic region that was sharp pain and was random.') And genital haemorrhage ('abnormal bleeding general / abnormal bleeding') in a 27-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 2006, (B)(6) 2013), miscarriage, pre-eclampsia, postpartum hemorrhage and morbid obesity. On (B)(6) 2013 - ultrasound to confirm placement. The ultrasound showed that the bilateral coils were properly placed. This was also confirmed by an hsg test approximately 3 months after implantation. The hsg test also showed bilateral occlusion of the fallopian tubes. On (B)(6) 2014- ultrasound showed an ovarian cyst on right side. On (B)(6) 2014-third ultrasound which showed the ovarian cyst seen on the previous ultrasound had disappeared. On (B)(6) 2013: trans-vaginal ultrasound : bilateral essure coils are seen and appear to be in correct placement. Bilateral ovaries appear wnl. Small amt of free fluid it adnexa. Concurrent conditions included pelvic congestion syndrome, tachycardia and human papilloma virus infection. Family history included hypertension (paternal) and diabetes mellitus (maternal, maternal grandmother's). Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. In 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2013, the patient experienced dyspareunia ("discomfort during sexual intercourse / dyspareunia (painful sexual intercourse) / discomfort during sex"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding - vaginal") and menorrhagia ("excessive bleeding during her menstrual cycle / menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), abdominal distension ("bloating"), medical device discomfort ("could feel the coils in her body"), dizziness ("dizziness"), feeling abnormal ("brain fog"), coital bleeding ("bleeding after sexual intercourse"), amenorrhoea ("lack of periods"), cervix inflammation ("chronic cervical inflammation"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cyst on right side"), burning sensation ("a constant burning sensation"), pain ("pain") and urticaria ("hives") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, medical device discomfort, fatigue, feeling abnormal, nausea, alopecia and weight decreased had resolved and the abdominal pain, abdominal distension, dizziness, coital bleeding, amenorrhoea, cervix inflammation, vitamin d deficiency, ovarian cyst, burning sensation, pain and urticaria outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, burning sensation, cervix inflammation, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, menorrhagia, nausea, ovarian cyst, pain, pelvic pain, urticaria, vaginal haemorrhage, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 259 lbs. Mr- right - 3 coils,left- 3 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: 100% occluded on both tubes; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Medical history added. Events excessive bleeding during her menstrual cycle / menorrhagia outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain / extreme tenderness in her pelvic area/ pain /pelvic pain(right side of pelvic region that was sharp pain and was random.') In a 27-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 2006,(B)(6) 2013), miscarriage, pre-eclampsia, postpartum hemorrhage, obesity and pelvic prolapse (after second and last child). (B)(6) 2013 - ultrasound to confirm placement. The ultrasound showed that the bilateral coils were properly placed. This was also confirmed by an hsg test approximately 3 months after implantation. The hsg test also showed bilateral occlusion of the fallopian tubes. (B)(6) 2014-ultrasound showed an ovarian cyst on right side. (B)(6) 2014-third ultrasound which showed the ovarian cyst seen on the previous ultrasound had disappeared. (B)(6) 2013: trans-vaginal ultrasound : bilateral essure coils are seen and appear to be in correct placement. Bilateral ovaries appear wnl. Small amt of free fluid it adnexa. Concurrent conditions included pelvic congestion syndrome, tachycardia and human papilloma virus infection. Family history included hypertension (paternal) and diabetes mellitus (maternal, maternal grandmother's). Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue/tired") and nausea ("nausea/nauseas"). In (B)(6) 2013, the patient experienced dyspareunia ("discomfort during sexual intercourse / dyspareunia (painful sexual intercourse) / discomfort during sex"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding - vaginal") and menorrhagia ("excessive bleeding during her menstrual cycle / menorrhagia"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general / abnormal bleeding"), abdominal pain ("severe abdominal cramping"), abdominal distension ("bloating"), medical device discomfort ("could feel the coils in her body"), dizziness ("dizziness/dizzi/lightheaded"), feeling abnormal ("brain fog"), coital bleeding ("bleeding after sexual intercourse"), amenorrhoea ("lack of periods"), cervix inflammation ("chronic cervical inflammation"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cyst on right side"), burning sensation ("a constant burning sensation"), pain ("pain"), urticaria ("hives"), dyspepsia ("feel like I don't digest certain foods") and bladder disorder ("bladder issues") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, medical device discomfort, fatigue, feeling abnormal, nausea, alopecia, weight decreased and bladder disorder had resolved and the abdominal pain, abdominal distension, dizziness, coital bleeding, amenorrhoea, cervix inflammation, vitamin d deficiency, ovarian cyst, burning sensation, pain, urticaria and dyspepsia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, bladder disorder, burning sensation, cervix inflammation, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, menorrhagia, nausea, ovarian cyst, pain, pelvic pain, urticaria, vaginal haemorrhage, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 259 lbs. Mr- right - 3 coils,left- 3 coils doctor fixed the prolapse and bladder issues during hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: 100% occluded on both tubes; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: feel like I don't digest certain foods and bladder issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Events: feel like I don't digest certain foods and bladder issues were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain / extreme tenderness in her pelvic area/ pain /pelvic pain(right side of pelvic region that was sharp pain and was random.") And genital haemorrhage ("abnormal bleeding general / abnormal bleeding") in a 27-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2006, (B)(6) 2013), miscarriage, pre-eclampsia and postpartum haemorrhage. Concurrent conditions included pelvic congestion syndrome, tachycardia and human papilloma virus infection. Family history included hypertension (paternal) and diabetes mellitus (maternal, maternal grandmother's). Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("could feel the coils in her body"), dizziness ("dizziness"), fatigue ("fatigue"), feeling abnormal ("brain fog"), dyspareunia ("discomfort during sexual intercourse / dyspareunia (painful sexual intercourse) / discomfort during sex"), coital bleeding ("bleeding after sexual intercourse"), amenorrhoea ("lack of periods"), abdominal distension ("bloating"), cervix inflammation ("chronic cervical inflammation"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cyst on right side"), menorrhagia ("excessive bleeding during her menstrual cycle / menorrhagia"), burning sensation ("a constant burning sensation"), pain ("pain"), urticaria ("hives"), abdominal pain ("severe abdominal cramping"), vaginal haemorrhage ("abnormal bleeding - vaginal"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), alopecia ("hair loss") and weight decreased ("weight loss"). The patient was treated with surgery (hsterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, dyspareunia, vaginal haemorrhage, genital haemorrhage, nausea, alopecia and weight decreased had resolved and the medical device discomfort, dizziness, feeling abnormal, coital bleeding, amenorrhoea, abdominal distension, cervix inflammation, vitamin d deficiency, ovarian cyst, menorrhagia, burning sensation, pain, urticaria and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, burning sensation, cervix inflammation, coital bleeding, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, menorrhagia, nausea, ovarian cyst, pain, pelvic pain, urticaria, vaginal haemorrhage, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 259 lbs. Mr- right - 3 coils,left- 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 100% occluded on both tubes (B)(6) 2013 - ultrasound to confirm placement. The ultrasound showed that the bilateral coils were properly placed. This was also confirmed by an hsg test approximately 3 months after implantation. The hsg test also showed bilateral occlusion of the fallopian tubes. (B)(6) 2014: ultrasound showed an ovarian cyst on right side. (B)(6) 2014: third ultrasound which showed the ovarian cyst seen on the previous ultrasound had disappeared. (B)(6) 2013: trans-vaginal ultrasound : bilateral essure coils are seen and appear to be in correct placement. Bilateral ovaries appear wnl. Small amt of free fluid it adnexa. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding ¿ vaginal, abnormal bleeding general / abnormal bleeding, nausea, hair loss, weight loss", reporter, historical condition, patient information added from pfs. Lot number, historical condition, lab data added fro medical record. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain / extreme tenderness in her pelvic area/ pain /pelvic pain(right side of pelvic region that was sharp pain and was random.") And genital haemorrhage ("abnormal bleeding general / abnormal bleeding") in a 27-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6)2006,(B)(6)2013), miscarriage, pre-eclampsia and postpartum hemorrhage. (B)(6)2013 - ultrasound to confirm placement. The ultrasound showed that the bilateral coils were properly placed. This was also confirmed by an hsg test approximately 3 months after implantation. The hsg test also showed bilateral occlusion of the fallopian tubes. (B)(6)2014-ultrasound showed an ovarian cyst on right side. (B)(6)2014-third ultrasound which showed the ovarian cyst seen on the previous ultrasound had disappeared. (B)(6)2013: trans-vaginal ultrasound : bilateral essure coils are seen and appear to be in correct placement. Bilateral ovaries appear wnl. Small amt of free fluid it adnexa. Concurrent conditions included pelvic congestion syndrome, tachycardia and human papilloma virus infection. Family history included hypertension (paternal) and diabetes mellitus (maternal, maternal grandmother's). Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. In 2013, the patient experienced alopecia ("hair loss"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("discomfort during sexual intercourse / dyspareunia (painful sexual intercourse) / discomfort during sex"). In (B)(6)2014, the patient experienced menorrhagia ("excessive bleeding during her menstrual cycle / menorrhagia") and vaginal haemorrhage ("abnormal bleeding - vaginal"). On an unknown date, the patient experienced medical device discomfort ("could feel the coils in her body"), dizziness ("dizziness"), feeling abnormal ("brain fog"), coital bleeding ("bleeding after sexual intercourse"), amenorrhoea ("lack of periods"), abdominal distension ("bloating"), cervix inflammation ("chronic cervical inflammation"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cyst on right side"), burning sensation ("a constant burning sensation"), pain ("pain"), urticaria ("hives"), abdominal pain ("severe abdominal cramping"), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, medical device discomfort, fatigue, feeling abnormal, dyspareunia, vaginal haemorrhage, genital haemorrhage, nausea, alopecia, weight decreased and dysmenorrhoea had resolved and the dizziness, coital bleeding, amenorrhoea, abdominal distension, cervix inflammation, vitamin d deficiency, ovarian cyst, menorrhagia, burning sensation, pain, urticaria and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, burning sensation, cervix inflammation, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, menorrhagia, nausea, ovarian cyst, pain, pelvic pain, urticaria, vaginal haemorrhage, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 259 lbs. Mr- right - 3 coils,left- 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: 100% occluded on both tubes; on (B)(6)2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received event " dysmenorrhea (cramping)" was added. Outcome of "dysmenorrhea (cramping)" was updated as recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain / extreme tenderness in her pelvic area/ pain /pelvic pain(right side of pelvic region that was sharp pain and was random.") And genital haemorrhage ("abnormal bleeding general / abnormal bleeding") in a 27-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 2006, (B)(6) 2013), miscarriage, pre-eclampsia and postpartum hemorrhage. Concurrent conditions included pelvic congestion syndrome, tachycardia and human papilloma virus infection. Family history included hypertension (paternal) and diabetes mellitus (maternal, maternal grandmother's). Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("could feel the coils in her body"), dizziness ("dizziness"), fatigue ("fatigue"), feeling abnormal ("brain fog"), dyspareunia ("discomfort during sexual intercourse / dyspareunia (painful sexual intercourse) / discomfort during sex"), coital bleeding ("bleeding after sexual intercourse"), amenorrhoea ("lack of periods"), abdominal distension ("bloating"), cervix inflammation ("chronic cervical inflammation"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cyst on right side"), menorrhagia ("excessive bleeding during her menstrual cycle / menorrhagia"), burning sensation ("a constant burning sensation"), pain ("pain"), urticaria ("hives"), abdominal pain ("severe abdominal cramping"), vaginal haemorrhage ("abnormal bleeding - vaginal"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), alopecia ("hair loss") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, dyspareunia, vaginal haemorrhage, genital haemorrhage, nausea, alopecia and weight decreased had resolved and the medical device discomfort, dizziness, feeling abnormal, coital bleeding, amenorrhoea, abdominal distension, cervix inflammation, vitamin d deficiency, ovarian cyst, menorrhagia, burning sensation, pain, urticaria and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, burning sensation, cervix inflammation, coital bleeding, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, menorrhagia, nausea, ovarian cyst, pain, pelvic pain, urticaria, vaginal haemorrhage, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 259 lbs. Mr- right - 3 coils,left- 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 100% occluded on both tubes (B)(6) 2013 - ultrasound to confirm placement. The ultrasound showed that the bilateral coils were properly placed. This was also confirmed by an hsg test approximately 3 months after implantation. The hsg test also showed bilateral occlusion of the fallopian tubes. (B)(6) 2014 - ultrasound showed an ovarian cyst on right side. (B)(6) 2014 - third ultrasound which showed the ovarian cyst seen on the previous ultrasound had disappeared. (B)(6) 2013: trans-vaginal ultrasound : bilateral essure coils are seen and appear to be in correct placement. Bilateral ovaries appear wnl. Small amt of free fluid it adnexa. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.